Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. A day after the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with injection (inj) fortum (1gram, once daily, ip), inj vancomycin (1gram, stat, ip), inj amikacin (dose and frequency not reported) intravenous (IV) and inj magnex (dose and frequency not reported) IV for peritonitis. The patient¿s outcome from the peritonitis was unknown. Dianeal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.